Event description:
It was reported that during an unknown procedure when trying to clip a vessel, 2 clips come out sideways. The case was completed with another device of the same product code. There were no patient consequences reported. No additional information was available.

Manufacturer narrative:
(B)(4). Scissored clips. The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and formed 4 scissored clip. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.